Manufacturer narrative:
(B)(4). Concomitant medical products: 010000985-g7 freedom const e1 lnr 36mm g-6613706. 00625006540-bone scr 6.5x40 self-tap-j6983761. 110010293-g7 frdm const e1 +5mm lnr 36g-7016691. 11-107021-freedom constr hd 36mm t1 +9mm-602660. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00325. Customer has indicated that the product will not be returned to zimmer biomet for investigation, request but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon intended to change the anteversion of the arcos proximal body due to the freedom constrained head disassociating from the liner. Subsequently, the surgeon was unable to dislodge the arcos proximal body from the distal stem. Therefore, he revised the freedom liner and head. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4 UDI number; g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records for identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.